Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission noted that the implantable cardiac monitor (icm) exhibited diagnostics anomaly which incorrectly classified the rhythm of long pr intervals with frequent premature atrial contractions (pacs) as atrial fibrillation (af) episodes. No programming changes or interventions were done; the icm will continue to be monitored. No patient consequences were reported.